Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was unable to charge. X-ray was taken which came back normal. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
The complaint was confirmed. The device could not be charged nor linked even after three charging attempts. The battery measured only 1.56 volts. It exhibited excessive sleep current leakage. A hot spot was observed on u2-asic, and vh was shorted to ground. These symptoms are the typical characteristics of high-voltage transient damage. The device would not be linked using an external power supply. The source of the device damage was unknown.

Event description:
A report was received that the ipg was unable to charge. X-ray was taken which came back normal. The patient underwent a revision procedure wherein the ipg was replaced.